Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report. Device analysis report attached.

Manufacturer narrative:
It was also reported that the patient was treated with oral antibiotics and hospitalized for treatment it IV antibiotics (specific date and duration not reported). The patient underwent a wound exploration surgery on (B)(6) 2025 and during the revision surgery, the site was cleaned and the device was repositioned.

Event description:
Per the clinic, the patient experienced biofilm (infection) at the implant site (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was reported that the wound exploration and repositioning surgery was performed under general anesthesia.